Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report will be amended when the investigation is complete. This report is number 2 of 3 mdrs filed for the same event (reference 0001822565-2016-04355 and 0001822565-2016-03994).

Event description:
It was reported that the patient was revised due to poly wear. During the surgery, the locking mechanism on the shell was damaged while the new liner was being inserted. Subsequently, the cup and head were also revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.